Event description:
Account reports two incidents in which leakage has occurred from the filter during chemo administration. The four lot numbers present on the customer's shelf are: z225433, z206169, z212654, and z225011. No pt compromise reported.